Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated t-wave oversensing associated with the right ventricular lead. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Analysis of the device memory indicated unexpected delivery of ventricular tachyarrhythmia therapy. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited t-wave oversensing (twos) which resulted in the patient receiving inappropriate shocks. It was also reported that a lead integrity alert (lia) was triggered by high rate non-sustained episodes and sensing integrity counter (sic). In addition, there were intermittent undersensed beats. The lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.